Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 3 mm longitudinal tear in the balloon, approximately 4.5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1509105) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon ruptured. Manual compression was applied for 30 minutes or less to achieve hemostasis. Procedure type: intervention peripheral sheath size: 6f vessel type: arterial.